Manufacturer narrative:
H10: manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI with attached catheter segment was returned for evaluation. Functional, gross visual, microscopic visual evaluations were performed. The investigation is confirmed for a complete subcutaneous catheter break, as a complete break in the catheter was noted approximately 6.0 cm from the distal end of the cath-lock. The break profile is sharply inclined with jagged break edges/surfaces and extends almost longitudinally to a what appears to be a c-shaped split, with the c shape opening towards the proximal end of the device. Another longitudinal split almost diametrically opposite of the c-shaped portion of the split/break appears to start from the break edge at the distal end of the device. The longitudinal split edges appear to be straight. Blood residue was visible at and near the break site. The shape of the catheter lumen was slightly elliptical. The port body and attached catheter segment were patent to infusion and aspiration with no leaks noted. The definitive root cause could not be determined based upon available information. Potential contributors to the observed catheter break are catheter burst, over pressurization during injection due to catheter occlusion, catheter embrittlement due to chemical degradation, catheter flexural fatigue during routine use, over stretch due to occluded catheter during injection, catheter pinch-off (catheter compression between first rib and clavicle) and indwelling catheter occlusion due to drug precipitation or thrombus. However, it is unknown if procedural and/or use issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately seventy one months after port placement in the right subclavian vein, the port device was allegedly difficult to be infused and aspirated. It was further reported that a chest x-ray allegedly demonstrated a catheter break. Reportedly, the distal segment of the catheter was migrated in the proximal superior vena cava. It was further reported that the port with five cm of catheter attached to it was removed, however, another intervention was required to remove the distal segment of the catheter at another hospital. Reportedly, the patient was stable after the both procedures.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately seventy one months after port placement in the right subclavian vein, the port device was allegedly difficult to be infused and aspirated. It was further reported that a chest x-ray allegedly demonstrated a catheter break. Reportedly, the distal segment of the catheter was migrated in the proximal superior vena cava. It was further reported that the port with five cm of catheter attached to it was removed, however, another intervention was required to remove the distal segment of the catheter at another hospital. Reportedly, the patient was stable after the both procedures.